Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. E1. Post office/ zip code is (B)(6).

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color at the last step of the procedure. The operator then abandoned the blockade, removed the vcd from the patient along with the unknown sheath, and switched to manual compression to end the procedure. There was no patient injury. Postoperatively, the femoral artery was imaged and the vessel was free of tortuous or calcified lesions. The vcd was used after carotid stenting was performed on the patient. The operator has had more than 20 cases of experience with the use of vcd. The exoseal vcd was used in a retrograde approach during the procedure. The device was stored and prepped according to the IFU, and the physician who used it was certified. There were no visible signs of device or package damage before use, and a 7f non-cordis short sheath was used. Angiography confirmed the suitability of the femoral artery with an insertion angle of 30-45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no stent near the puncture site, no stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Additionally, the target femoral site had not been previously closed with a closure device or manual compression within the past 30 days. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped, and the physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. Upon removal, the indicator wire loop was deployed but could not be pulled. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color at the last step of the procedure. The operator then abandoned the blockade, removed the vcd from the patient along with the unknown sheath, and switched to manual compression to end the procedure. There was no patient injury. Postoperatively, the femoral artery was imaged and the vessel was free of tortuous or calcified lesions. The vcd was used after carotid stenting was performed on the patient. The operator has had more than 20 cases of experience with the use of vcd. The exoseal vcd was used in a retrograde approach during the procedure. The device was stored and prepped according to the IFU, and the physician who used it was certified. There were no visible signs of device or package damage before use, and a 7f non-cordis short sheath was used. Angiography confirmed the suitability of the femoral artery with an insertion angle of 30-45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no stent near the puncture site, no stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Additionally, the target femoral site had not been previously closed with a closure device or manual compression within the past 30 days. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped, and the physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. Upon removal, the indicator wire loop was deployed but could not be pulled. One non-sterile vascular closure device 7f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was pressed and the plug was not present on the delivery shaft, which was found with dried blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No anomalies were observed during the analysis. It was confirmed that the plug was deployed, and the guard was locked with the indicator wire (iw) retracted. The functional analysis could not be performed due to the already deployed device. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. No need of microscopical analysis since the internal mechanism was reviewed in section 3. The reported event by the customer as ¿indicator window ¿ no change to indicator¿ was not confirmed since the pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. Procedural and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported and the device indicated full deployment. It was also reported that the indicator wire was deployed when the device was removed, however, the device was received with the indicator wire retracted. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.